Manufacturer narrative:
Philips has investigated this complaint. Fse inspected the system onsite and confirmed that the system has startup issues. Upon troubleshooting, fse performed bodyguard adjustments to check system start-up and stand movements. After adjustments, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device had would not start up. The device was outside clinical use at the time of the event. No patient harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.